Event description:
PICC line infection in neonate. Recently changed to baxter clearlink IV tubing. Due to the design of the injection ports, each must be accessed with a syringe during set-up to remove trapped air that is not otherwise removed during the priming process. Prior to this month, nicu had 320 days with no central line infections. Since changing to this tubing, there have been 3 cases confirmed and one suspected.